Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(6) was used to resuscitate a patient. During resuscitation, the autopulse platform stopped compressions, and the customer had to constantly restart the platform. There weren`t any noted user advisory, fault, or system error messages. The customer had to switch to manual CPR, and the patient eventually achieved rosc. The patient was transported successfully. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) stopped compressions was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was that the break gap was out of specification. As a result, the drivetrain was unable to return to the home position and failed to reach the intended decompression position. The archive data review indicated that the platform stopped compression multiple times due to fault 24 (timeout moving to home position), confirming the reported complaint. The driveshaft did not reach the targeted home position within the specified time. During functional testing, the autopulse platform stopped after a few compressions due to fault 26 (decompression target position not reached), confirming the reported complaint. The brake gap inspection revealed that the brake gap was narrow, out of specification. The brake gap was adjusted within the specification to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).